Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migrated and perforated her uterus / perforation (uterus),'), device expulsion ('migration of essure device/ migration of essure device location of device right coil migrated mostly in fallopian tube now close to uterus.'), abortion spontaneous ('I knew I miscarried'), angina pectoris ('pain directly over my heart') and pregnancy with contraceptive device ('two positive pregnancy test last summer followed by extremely heavy period') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 3 ((B)(6) 2007, (B)(6) 2010 and (B)(6) 2012), miscarriage, pregnancy and swelling. Concurrent conditions included overweight, pain, chest pain, cough, chest discomfort, hypokalemia, pelvic pain, nauseous, ovarian cyst, peripheral edema and ankle sprain. Concomitant products included ethinylestradiol;levonorgestrel (aviane) from (B)(6) 2012 to (B)(6) 2013 and venlafaxine. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), 2 months 12 days after insertion of essure. On (B)(6) 2013, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety"), depression ("psychological or psychiatric problems condition: depression,"), nausea ("nausea"), amnesia ("memory loss"), confusional state ("confusion"), dysmenorrhoea ("dysmenorrhea (cramping),"), fatigue ("fatigue"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection") with vaginal discharge, gastrointestinal disorder ("gastrointestinal system condition") and allergy to metals ("nickel allergy") with rash, dry skin, onychoclasis, hair texture abnormal, dizziness, hot flush and mood swings and was found to have weight increased ("weight gain") and weight decreased ("weight loss"). In 2013, the patient experienced menorrhagia ("excessive menstrual bleeding / abnormal bleeding (menorrhagia)"). On (B)(6) 2014, the patient experienced vision blurred ("blurry vision/ vision/eye problems type: blurry vision"). On (B)(6) 2015, the patient experienced uterine perforation (seriousness criterion medically significant). On (B)(6) 2015, the patient experienced device expulsion (seriousness criterion medically significant) with abdominal pain and pelvic pain. On (B)(6) 2016, the patient experienced tooth disorder ("dental problem"). On (B)(6) 2016, the patient experienced migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced abortion spontaneous (seriousness criterion medically significant), angina pectoris (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding(vaginal)"), abdominal distension ("bloating / I look pregnant"), nervous system disorder ("neurological condition"), breast tenderness ("tender breast"), chest pain ("pain in the centre of the chest"), back pain ("back pain"), amenorrhoea ("I have had at least 4 missed monthly cycles"), hypoaesthesia ("both my legs go numb almost the whole time I'm on my cycle") and gastrointestinal motility disorder ("bowel movement stuff") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). Essure treatment was not changed. At the time of the report, the uterine perforation, device expulsion, abortion spontaneous, angina pectoris, pregnancy with contraceptive device, vaginal haemorrhage, menorrhagia, anxiety, depression, migraine, headache, nausea, amnesia, confusional state, dysmenorrhoea, dyspareunia, vision blurred, fatigue, abdominal distension, cystitis, urinary tract infection, vaginal infection, gastrointestinal disorder, nervous system disorder, allergy to metals, weight increased, weight decreased, tooth disorder, breast tenderness, chest pain, back pain, amenorrhoea and gastrointestinal motility disorder outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abortion spontaneous, allergy to metals, amenorrhoea, amnesia, angina pectoris, anxiety, back pain, breast tenderness, chest pain, confusional state, cystitis, depression, device expulsion, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, gastrointestinal motility disorder, headache, hypoaesthesia, menorrhagia, migraine, nausea, nervous system disorder, pregnancy with contraceptive device, tooth disorder, urinary tract infection, uterine perforation, vaginal haemorrhage, vaginal infection, vision blurred, weight decreased and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: total bilateral occlusion on; on (B)(6) 2013: total bilateral occlusion. On (B)(6) 2013: result not provided. ¿concerning the injuries reported in this case, the following one/ones were described via social media : breast tenderness, angina pectoris, chest pain, back pain, amenorrhoea, hypoaesthesia, gastrointestinal motility disorder, pregnancy with contraceptive device, abortion spontaneous". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-jun-2019: pfs& mr received reporter information was added. Pt updated device dislocation to device expulsion. Medical history and lab test were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migrated and perforated her uterus / perforation (uterus),/migration of essure device location of device right coil migrated mostly in fallopian tube now close to uterus.'), device dislocation ('migration of essure device'), abortion spontaneous ('I knew I miscarried'), angina pectoris ('pain directky over my heart') and pregnancy with contraceptive device ('two positive pregnancy test last summer followed by extremely heavy period') in a 26-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 3 ((B)(6) 2007, (B)(6) 2010 and (B)(6) 2012), miscarriage, pregnancy and swelling nos. Concurrent conditions included overweight, pain, chest pain, cough, chest discomfort, hypokalemia, pelvic pain, nauseous, ovarian cyst, peripheral edema and ankle sprain. Concomitant products included ethinylestradiol;levonorgestrel (aviane) from 20-dec-2012 to 20-mar-2013 and venlafaxine. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), 2 months 12 days after insertion of essure. On (B)(6) 2013, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety"), depression ("psychological or psychiatric problems condition: depression,"), nausea ("nausea"), amnesia ("memory loss"), confusional state ("confusion"), dysmenorrhoea ("dysmenorrhea (cramping),"), fatigue ("fatigue"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection") with vaginal discharge, gastrointestinal disorder ("gastrointestinal system condition") and allergy to metals ("nickel allergy") with rash, dry skin, onychoclasis, hair texture abnormal, dizziness, hot flush and mood swings and was found to have weight increased ("weight gain") and weight decreased ("weight loss"). In 2013, the patient experienced menorrhagia ("excessive menstrual bleeding / abnormal bleeding (menorrhagia)"). On (B)(6) 2014, the patient experienced vision blurred ("blurry vision/ vision/eye problems type: blurry vision"). On (B)(6) 2015, the patient experienced uterine perforation (seriousness criterion medically significant). On (B)(6) 2015, the patient experienced device dislocation (seriousness criterion medically significant) with abdominal pain and pelvic pain. On (B)(6) 2016, the patient experienced tooth disorder ("dental problem"). On (B)(6) 2016, the patient experienced migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced abortion spontaneous (seriousness criterion medically significant), angina pectoris (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding(vaginal)"), abdominal distension ("bloating / I look pregnant"), nervous system disorder ("neurological condition"), breast tenderness ("tender breast"), chest pain ("pain in the centre of the chest"), back pain ("back pain"), amenorrhoea ("I have had at least 4missed monthly cycles"), hypoaesthesia ("both my legs go numb almost the whole time I'm on my cycle") and gastrointestinal motility disorder ("bowel movement stuff") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). Essure treatment was not changed. At the time of the report, the uterine perforation, device dislocation, abortion spontaneous, angina pectoris, pregnancy with contraceptive device, vaginal haemorrhage, menorrhagia, anxiety, depression, migraine, headache, nausea, amnesia, confusional state, dysmenorrhoea, dyspareunia, vision blurred, fatigue, abdominal distension, cystitis, urinary tract infection, vaginal infection, gastrointestinal disorder, nervous system disorder, allergy to metals, weight increased, weight decreased, tooth disorder, breast tenderness, chest pain, back pain, amenorrhoea and gastrointestinal motility disorder outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abortion spontaneous, allergy to metals, amenorrhoea, amnesia, angina pectoris, anxiety, back pain, breast tenderness, chest pain, confusional state, cystitis, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, gastrointestinal motility disorder, headache, hypoaesthesia, menorrhagia, migraine, nausea, nervous system disorder, pregnancy with contraceptive device, tooth disorder, urinary tract infection, uterine perforation, vaginal haemorrhage, vaginal infection, vision blurred, weight decreased and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: total bilateral occlusion on; on (B)(6) 2013: total bilateral occlusion.; on (B)(6) 2013: result not provided. ¿concerning the injuries reported in this case, the following one/ones were described via social media : breast tenderness, angina pectoris, chest pain, back pain, amenorrhoea, hypoaesthesia, gastrointestinal motility disorder,pregnancy with contraceptive device, abortion spontaneous" . Quality-safety evaluation of ptc: unable to confirm complaint . Amendment: the report was amended for the following reason: significant amendment received due correction due to discrepancy between coding action item and match point coder query . Event verbatim were updated: migrated and perforated her uterus / perforation (uterus),/migration of essure device location of device right coil migrated mostly in fallopian tube now close to uterus and migration of essure device.event pt were updated from device expulsion to device dislocation. Event: device ineffective were added. No new follow-up information was received from the reporter. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.